Event description:
It was reported that during a shoulder procedure using a dyonics rf-s whirlwind 90 degree probe with integrated cable, the probe stopped working mid procedure. This event cause a surgical delay of 45 minutes, while a backup device was obtained. There were no patient complications reported as a result of this event.